Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the reported 'display white, blank', which was confirmed during evaluation as a white screen. The reported condition was verified. Visual inspection observed corrosion on the liquid crystal display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a white, blank display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.